Event description:
A report was received from (B)(6) , stating that the device had damaged hose. The device was not used during surgery. However, it is also unknown if there was user death or injury. There also was no report of pt injury or medical intervention. No additional information available.

Manufacturer narrative:
The device was not received by depuy synthes power tools. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).